Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that approximately 215 minutes into a mononuclear cell collection(mnc) procedure, they received a 'leak in the centrifuge' alarm. The operator clamped off the product and disconnected the patient. While removing the disposable tubing set, they noticed the leak was located near one of the centrifuge collars. No medical intervention was necessary for this event and the patient did not require additional follow-up. The patient is reported in stable condition. The customer declined to provide the patient identifier.

Manufacturer narrative:
Investigation: the customer stated that they will report this incident to their risk management team who will then report this incident with the FDA. Further investigation of the lower hex holder of the returned set indicated a witness mark which suggests the lower centrifuge collar could have been loaded one or two rotation positions counterclockwise from the ideal position. The optia subject matter expert was consulted. With the hex positioned as it was in the latch, the inlet tubing is less supported by the 4-lumen tubing as it reaches to the channel inlet port. The repeated pulling/ stretching motions during the run which lasted for more than 3 hours likely caused it to tear. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Recommendations were given to review the spectra optia apheresis system channel loading guide. Root cause: as evident by the hex holder pin marking, the duration of the procedure, and the information provided by the subject matter expert, the root cause was determined to bean improperly loaded hex into the filler latch. Additional information: complaint data for this customer was reviewed and there were no other incidents involving user interface, therefore no customer retraining is necessary at this time

Manufacturer narrative:
Investigation: fluids used were normal saline and anticoagulant (acd-a).the customer stated that they observed a greater amount of white plastic dust inside the centrifuge basin than normal. The disposable set contained with blood was returned for evaluation. The leak was found at lower centrifuge collar on the inlet line, inside the collar. There was no evidence of excessive solvent at the leak location and no evidence the set was misloaded. The run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the system operated as intended. The machine was checked out at the customer site by a terumo bct service technician. Bloods pill was observed inside the centrifuge. The filler assembly was inspected and a small burr was detected that made contact with tubing casing on the disposable set when spun manually. The filler assembly was replaced and the machine thoroughly cleaned. Investigation is in process. A follow-up report will be provided.